Event description:
An attempt was made to deploy a 2.75mm diameter x 12mm length endeavor rx drug-eluting coronary stent into a pt. The target lesion located in the lad #6, was described as moderately calcified, excessively tortuous, exhibiting 90% stenosis and was pre-dilated. It is reported that the relevant device was attempted to cross the lesion several times; however, it was unable to cross. Given the difficulties encountered, the possibility exists that the pre-dilatation may not have been sufficiently effective in opening up the lesion to allow passage of the stent; however, this cannot be confirmed. It is reported that the stent delivery system was removed from the pt's body and that, during withdrawal,the stent dislodged in vivo. The undeployed stent was retrieved with a snare catheter then poba was performed to treat the lesion. The pt is reported to be fine and no other sequelae were reported. It is unknown if the device and stent were inspected prior to use.

Manufacturer narrative:
Eval codes, results and conclusions - (moderate calcification, excessive tortuosity, 90% stenosis), (stent dislodgement).